Event description:
The customer reported that unit is not holding charge.

Manufacturer narrative:
(B)(4). The customer reported that unit is not holding charge. Philips technical support troubleshoot the customer's reported problem (charge will go to zero when selected a lower value selected) and stated that it could possibly be the selector knob issue and high voltage board. The customer was informed that this device has been out of support since (B)(6) 2006 and parts are no longer available. Based on the customer's reported problem, we will consider this a reportable malfunction of the unit. We cannot determine the cause.